Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they jumped into the pool with the insulin pump on. Customer stated that fluid was visible under the display of the devise. Customer's blood glucose reading at the time of the call was 176 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with moisture damage at electronic assembly. The device was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.